Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise due to a fracture. A lead revision was performed and it was explanted and replaced with a new one. No additional adverse patient effects were reported.